Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left forearm vessel. After a non bsc guide wire crossed the lesion, the 6.0 x 40, 40cm mustang balloon catheter was advanced to the target lesion. On the first inflation, the balloon was inflated at 10 atmospheres but the lesion was not fully dilated. The balloon was then inflated for the second time at 12 atmospheres. However, the pressure gauge on the indeflator decreased. The balloon was deflated once and inflated again but the issue was not resolved. Upon angiogram, a leakage of the contrast dye was noted. The physician suspected that the balloon ruptured and discontinued the procedure. The balloon was completely removed from the patient. The procedure was not completed due unavailability of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).